Manufacturer narrative:
(B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from france to bbm in germany for investigation. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility info by (B)(4)): the clip did not position on the tip of the needle ¿ an aes has been declared by the service; this incident has been declared as accident at work.